Event description:
The service report shows while performing incoming evaluation, the nellcor puritan-bennett factory service technician verified volume failures at max. Settings (read 2160 ml.) During testing. The technician inspected the device and replaced the cup seal to correct this failure. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.